Event description:
A patient reported she had experience her device shocking her when she turned it back on. The patient stated that she turned the device off and isn't in pain anymore. She did report having to go to the bathroom more often than usual. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.